Manufacturer narrative:
(B)(4). Report source - foreign: switzerland. The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It was reported that during knee arthroplasty, the femoral impactor pad fractured while trialing the femoral placement. No adverse events were reported as a result of this malfunction.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   Visual examination of the returned product found signs of repeated use and fractured. Review of the device history records identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Medical records were not provided. This complaint was confirmed. The device has a potential field age of over 8 years and exhibits signs of repeated use. The reported event is attributed to wear and tear of the device due to repeated use. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.